Event description:
It was reported that the pta balloon would not inflate. There was no reported retraction difficulty through the sheath. Another balloon was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MFR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The device was returned. The complaint investigation is confirmed for a hole in the outer catheter that prevented the balloon from being able to inflate. It is likely that the hole in the outer catheter lead to the inability to inflate the balloon. Based on the appearance of the hole in the outer catheter, it appears that the catheter may have been punctured or cut. The definitive root cause for the hole in the outer catheter could not be determined based upon available info. It is unk whether pt and/or procedural issues contributed to the event.